Manufacturer narrative:
(B)(4).

Event description:
A 12/10 mm amplatzer duct occluder (ado) was deployed and was determined to be the wrong size. The attempts to retract the ado into the 8f amplatzer torqvue 180 delivery system (dtv180) sheath were unsuccessful as the dtv180 sheath tip inverted. It was not possible to fully retract the ado. The partially retracted ado and the dtv180 sheath were both removed from the patient; however the femoral vein was damaged upon complete removal. No further intervention was required for the femoral vein. The case continued after gaining access on the opposite side and a larger 16/14 mm ado was successfully implanted using a 9f dtv180. The patient is reported to be stable. Please reference MDR-2016-08507 for the 8f amplatzer torqvue delivery system.

Manufacturer narrative:
(B)(4). The results of this investigation confirmed the amplatzer duct occluder met all functional and dimensional specifications when analyzed at sjm. A review of the device history record confirmed the occluder met all visual, dimensional, and functional specifications at the time it was manufactured, prior to shipment. There was no evidence to suggest there was an intrinsic defect in the occluder, and the cause for the reported event remains unknown.